Event description:
The patient was to receive IV albumin piggy backed onto a normal saline infusion through an alaris infusion pump. The nurse set up the infusion. When she checked in on the patient approximately 20 minutes later, she noted that the bottom of the saline bag had discolored to amber brown, indicating that the albumin was emptying out of the piggy backed bag and flowing into the primary bag. The piggy backed infusion had been set up correctly, with the secondary bag hung higher than the primary bag. A check valve in the primary tubing should have prohibited flow of the secondary infusion into the primary bag.